Event description:
Caller advised had knee replacement surgery on (B)(6) 2015 and experienced negative side effects immediately after surgery. Caller had a fever, redness, swelling, severe pain and shivering. Three days after surgery caller had a code blue incident while on admission. She had a lung infection and also infection from surgery site which was draining. She was discharged (B)(6) 2015. Has had two revision surgeries where fluid was drained, scar tissue removed, wound cleaned and implant manipulated on (B)(6) 2015 respectively. Caller still experiences pain, knee stiffness and ambulation difficulties. She has upcoming appointment for possible explant and wants to know if device has been recalled.